Event description:
It was reported that during preventative maintenance, this 980 ventilator failed short self test (sst). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during preventative maintenance, this 980 ventilator failed short self test (sst). The device was available for evaluation. Per communications with the hospital, it was determined a nipple was not plugged in the circuit generating a leak and causing sst to fail. Service personnel (sp) was also informed that the ventilator reported air psol and inspiratory module autozero issues. Service personnel (sp) inspected the device and based upon the additional reported issues and a stripped screw internal to the venti lator replaced inspiratory module assembly. Sp also replaced the power cord as it was damaged. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The power cord was not returned to medtronic. One inspiratory module assembly was returned to medtronic for further analysis. The inspiratory module assembly was attached to the failure investigation test ventilator for analysis and failed the circuit pressure test portion of extended self test (est). The fault was isolated to the autozero solenoid (s01) on the inspiratory flow module (ifm) printed circuit board assembly (pcba) of inspiratory module assembly. Analysis determined the pcba was prior to the implementation of a change to address autozero solenoid (s01) failures. Investigation determines if s01 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). An existing corrective action or investigation is applicable for the s01 failures. No further action is required based upon the failure of sst as the ventilator performed as intended reporting the circuit leak. The cause of the reported air psol and inspiratory module autozero issues was isolated to a faulty so1 in inspiratory module assembly. There is an existing previous internal investigation regarding the so1 issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.